Event description:
It was reported by the customer that a bd pyxis medstation es system orders were taking up to an hour to cross to station and was affecting patient care. The customer added that this caused a medication delay of about 20-30 minutes for orders to cross in multiple stations and the emergency room was having to wait for medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced delay for orders to cross. A technical support specialist restarted external messaging, net.pipe listener adapter, and net.tcp listener adapter services and opened a product support engineer consult. The product support engineer increased the max connections from 200 to 400 and had an agent reboot the es app server for the changes to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed that the connection from the carefusion coordination engine to the es server was timing out due to a socket connection issue where the es server closed the connection. A technical support specialist restarted the services on the es server since there were more than 2000 messages that were stuck and have now been processed. A product support engineer applied the knowledge article 000015790 "local logins slow, global find not working, & full sync failing" to increase the maxconnections from 200 to 4000 and had an integration engineer rebooted the application server to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system orders were taking up to an hour to cross to station and was affecting patient care. The customer added that this caused a medication delay of about 20-30 minutes for orders to cross in multiple stations and the emergency room was having to wait for medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.